Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: visual inspection: the cage/plate: zero-p va was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the peek spacer was broken and the missing the ti alloy plate. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device and missing component. Document/specification review based on the date of manufacture, the following drawings, reflecting the current and manufactured revision, were reviewed plate complete. Investigation conclusion: the received device is broken and missing components, thus the complaint is confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk cage/plate: zero-p va/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown spine surgery on (B)(6) 2019, two (2) unknown zero-p variable angle (va) implants broke during insertion into the disc space. One had damage to the peek portion and the other came apart where the peek meets the plate. The broken fragments were removed easily without any additional intervention. There was a surgical delay of 20 minutes. The procedure was completed successfully. Patient outcome is unknown. This is report for 02 of 02 of (B)(4).